Event description:
A pt reportedly underwent an uncomplicated intervention in 2008. The cfa stick was reportedly uncomplicated, but borderline high in relation to the femoral head. Post procedure, the tech reported some bruising in the groin area, however, no bleeding or hematoma was noted. The physician, trained to the mynx device, proceeded to use the mynx and hemostasis was successfully achieved. Shortly after the procedure, the pt had complaints of pain, and CT scan documented a retroperitoneal bleed. Manual compression was applied and the pt was transfused with blood (units unk). The pt was reportedly doing well and discharged without further incident. No further info was provided.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported retroperitoneal bleed is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. It was reported that the stick was borderline high in relation to the femoral head. Per the mynx IFU, "do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site."